Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. The customer experienced different blood glucose level of 416 mg/dl. The customer stated that insulin pump received compromised force sensor system. The customer stated that drive support cap was normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform occlusion test, prime test, excessive no delivery test or verify compromised forced sensor system alarms due to motor error alarms. The motor was tested outside the device and passed.